Manufacturer narrative:
Philips investigated the reported complaint. Based on additional information collected, the patient was on the table; however, the procedure was aborted. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. Review of the system log files indicated that the cooling pump was not turning on, which prevented x-ray exposures. During troubleshooting, the fse confirmed that the cooling unit powered on when the bypass service switch was used. However, no 24 v supply was present at the xsc output to the cooling unit pcb. The fse replaced the xsc, but the issue persisted. Further analysis revealed that the only power supply to the xsc came from the internal power supply (ips). Therefore, the issue was determined to be caused by a defect in the ips. The fse replaced the ips and the tube cooling unit and returned the defective parts for evaluation. The supplier¿s part analysis could not conclusively determine the root cause of the ips and tube cooling unit failure. Nevertheless, replacement of the ips and the tube cooling unit resolved the reported issue and fully restored system functionality. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's x-ray tube failed, preventing exposure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.